Event description:
The subject device is an olympus loaner 4k camera head that was returned with no complaint reported by the customer. Upon receipt inspection at olympus, there was no image displayed. Communication with the customer indicated that they had received the loaner device with damaged packaging. The customer confirmed the device was tested and it worked with no indication of a performance issue. There was no patient or user harm due to this issue, as it was identified during service.

Manufacturer narrative:
Inspection and testing confirmed there was no proper image when connecting the device to the video processor due to a faulty camera cable. Only test patterns, such as color bars, were visible on the screen. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.